Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient presenting to the surgeon with what she perceived to be an unstable knee. The surgeon revised the knee to a 13mm poly without incident.